Event description:
Asr revision; asr xl - left hip; reason for revision: unknown.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision, left, asr xl, reason(s) for revision: unknown. Update received: (B)(6) 2014 - removed the revision date as this patient has not yet been revised.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated dates, removed the revision date as this patient has not yet been revised. No revision. No serious injury at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update 14 august 2015: updated to legal, (B)(6). Updated to bilateral. (B)(4) for right hip. Taken from new asr legal claim. Added expiry dates for products. (Pd 14 august 2015).

Manufacturer narrative:
(B)(4).

Event description:
Scf alleged elevated cobalt ion.

Manufacturer narrative:
(B)(4). Investigation summary:the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.